Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: a review of the pump¿s black box showed recurring pump reboots following a low battery warning on (B)(6) 2016. The battery cap was not returned with the pump. A test cap was used for testing. The test cap was found to attach to the pump but was unable to tighten securely due to battery compartment damage. The battery compartment issue was reported on medwatch report # 2531779-2017-04510. The pump was successfully run on a 24 hour basal program with no loss of power occurring. The complaint of a no power issue was not able to be duplicated during investigation. The pump was opened and no damage or moisture ingress was observed to power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.